Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, it was noted that the complete lead was returned with set screw marks on both terminals. Visual inspection revealed dried blood and body fluid in the helix housing and in the window area. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Additional information was received by the analysis laboratory. An x-ray was returned showing and confirming dislogement of the rv lead.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited undersensing and loss of capture. A dislodgement was confirmed via x-ray. The lead was explanted and a new rv lead was successfully implanted. No adverse patient effects were reported.